Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), poor r waves and high thresholds were encountered. The leadless ipg was removed and replaced with a transvenous ipg system. No patient complications have been reported as a result of this event.